Manufacturer narrative:
(B)(4).

Event description:
The pt experienced coupling and or communication issues. The antenna locate feature was used resulting in a power on reset (por) being displayed on the recharger which then lead to the normal recharging screen. This action resolved the issue.